Event description:
A nursing technician reported that a system message was displayed indicating a "loose tip" during a cataract procedure. Following a delay of greater than 15 minutes, the procedure was completed with the same equipment but using a different tip. There was no pt harm reported.

Manufacturer narrative:
The company representative received the phaco handpiece for testing. The company representative confirmed the system message reported and replaced the phaco handpiece. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be take to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the associated system. The root cause cannot be determined conclusively. (B)(4).